Manufacturer narrative:
Phone number: (B)(6). The device was not received for evaluation, however, a photograph was provided for investigation. The visual inspection of the provided photo showed the product during treatment. Several drops of water was observed on the header cap. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after starting treatment with a polyflux 140h, an external dialysate leak was observed at the bottom of the dialyzer . There was no patient injury or medical intervention associated with this event. No additional information is available.